Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the customer's insulin pump alarmed button error. Prior to the event, the customer was in a canoe, the canoe filled with water, and the pump was submerged in water. The customer's mother was advised to discontinue use of the device and revert to a back up plan. The blood glucose reading was 219 mg/dl. No further information was provided.